Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which it was noted that the cylinder had a balloning. All components were removed and replaced. There were no patient complications reported.

Event description:
It was reported that the patient went to the hospital because this inflatable penile prosthesis was not working properly. Two weeks later, a surgical procedure was performed, during which it was noted that the cylinder was ballooning. All components were removed and replaced. There were no patient complications reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were microscopically inspected, and leak tested. Microscopic evaluation identified wear at a fold in the distal end, in the middle, and in the proximal end of their bodies. In addition, it was noted that the kink resistant tubing (krt) was worn to the filament. The first cylinder presented a bulge when inflated with syringe. Both cylinders passed the leakage examination. The pump was visually inspected, and leak tested. During visual evaluation it was noted that its krt was worn to filament, and the outer layer of the pump bulb worn from wear. No leaks were identified in the pump. The reservoir was visually inspected and tested for leaks. Visual examination found that the krt was cut by a sharp instrument at reservoir adapter junction and the tubing was worn to filament. No leaks were identified in the reservoir. Based on the information available and analysis results, the bulge identified in the first cylinder could have caused or contributed to the reported clinical observation of cylinder ballooning.